Event description:
Bi-lateral breast mastectomies in 12/94. Had bi-lateral breast reconstruction in 1976. No medical problems surfaced until 1990: asthma, graves disease; ctd, fibromyalgia, gastrointestinal problems, neurological-cognitive impairment, balance disturbance, ibs, other autoimmune problems, sjogren's syndrome.